Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a ventricular fibrillation. The s-ICD system delivered two appropriate shocks; however, the vf was not converted. It was also noted that in between the two shocks, there was a period of time where due to both large and small amplitudes, there was some undersensing noted. Data was sent to boston scientific technical services (ts) for review. A ts consultant confirmed the observations of non-conversion and a short period of undersensing due to a polymorphic vf. The ts consultant also discussed that the induction testing performed at implant, the patient's induced arrhythmia was torsades de pointes; however, the time to therapy was 15 seconds and there was conversion with a normal shock impedance measurement. Additional troubleshooting was provided. No additional adverse patient effects were reported. The x-rays were submitted to ts for review and revealed that the electrode has moved slightly from implant up to the most recent x-ray. At implant, the electrode was s-shaped and the shocks were not able to convert the induced arrhythmia. The most recent x-ray shows that the electrode is more straight, however, the tip of the electrode and the upper part of the defibrillation coil appears to be more superficial.

Manufacturer narrative:
The s-ICD system remains implanted and in service. No interventions have been scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the s-ICD was reprogrammed to only one shock zone with a rate cut off of 170 bpm. In addition, the sensing vector was changed and the gain was raised. No adverse patient effects were reported.